Event description:
Patient was asymtomatic until approximately one week prior to surgery, when he heard a sudden noise and felt a thrill. Exam revealed grade 6 murmur, and cardiac cath. Demonstrated severe mitral regurgitation.